Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted /irregular bleeding / menstrual cycles") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, menometrorrhagia and migraine outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted /irregular bleeding / menstrual cycles") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, menometrorrhagia and migraine outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.